Event description:
Patient reported multiple issues of discoloration of teeth, teeth not straight/crooked and the top aligner broke. Gathering and requesting additional information about the patient's issues and provided oral hygiene tips.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.